Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The patient's weight is unknown.

Event description:
It was reported the ipg had reached end of service. In turn, the ipg was explanted and replaced on (B)(6) 2022 to address the issue. Therapy has been restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.